Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, user of this pacemaker that sensing issues appeared for the device. A field representative adjusted the pacemaker, now appears to be working as expected and remains in service. No adverse patient effects were reported.